Manufacturer narrative:
The viperwire was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of the csi viperwire guidewire was left in the patient. The target lesion was severely calcified and 15mm in length. It was located in the popliteal artery which had a reference vessel diameter of 5mm. The physician used a csi orbital atherectomy device (oad) and completed two runs at low speed, two runs at medium speed and two runs at high speed for 25 seconds each run. When removing the viperwire guidewire from the patient, the physician noted that it seemed stuck. The spring tip detached from the proximal section of the viperwire and was left in the patient after an unsuccessful snare attempt. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.